Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery the patient experienced corneal wound burn at the incision site in sculpt mode. Patient underwent corneal suturing. Current patient condition is unknown. Procedure details have not been provided. Additional information has been requested but is not available at the time of this report.